Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had black matter in side the tubes. No serious injury or medical intervention reported.